Event description:
It was reported that holes were observed in blade packages. No adverse consequences were reported.

Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged.